Event description:
It was reported that the ilet displayed alerts to connect the continuous glucose monitor (cgm) and to enter blood glucose, with no cgm readings present after a new freestyle libre 3 plus sensor was applied and not initially scanned. The user then scanned the sensor in the app and began the warm-up, and a capillary glucose check during the call was high (~400 mg/dl), which was manually entered into the ilet per guidance, along with education on bg run mode and manual entry until cgm connection. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed that no device problem was found and that a usage problem was identified, specifically not starting a new sensor, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.